Event description:
Caller reported that the pump screen was dark and would not turn on. There was no reported impact on the customer's blood glucose level. A replacement pump was sent to resolve the issue.